Event description:
Related manufacturer report number: 2017865-2022-38274. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial and right ventricular (rv) leads, and high pacing impedance on the atrial lead. Chest x-ray was performed and revealed degradation of ra lead consistent with clavicle crush. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise, high lead impedance and clavicular crush damage were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found damage to the inner insulation and fractures of all filars of the outer coil at the middle region of the lead consistent with clavicular crush damage which caused the reported events.